Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon receipt, the power coming from the power brick was intermittent due to a defective power brick connector. The root cause of the defective power brick connector was unable to be positively determined, but was likely caused by physical abuse. No adverse event resulted from the defective connector. The last pt to use this battery charger did not report any deficiencies.

Event description:
A review of svc data detected a reportable event. During servicing, charger/modem sn (B)(4) was unable to power on. The last pt to use this charger did not report any deficiencies.